Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels in the direction of the probe heating. The laser powered was lowered and the user did notice a decrease in blue pixels. There were no patient complications reported in relation to this event.